Event description:
Device 2 of 3. Reference MFR. Report: 1627487-2017-02132; reference MFR. Report: 3006705815-2017-00409. Follow-up identified the patient underwent surgical intervention on (B)(6) 2017 during which the lead was re-inserted into the ipg. Stimulation was restored following the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3: reference MFR. Report: 1627487-2017-02132, reference MFR. Report: 3006705815-2017-00409. The patient has two peripheral (off-label) leads implanted as part of the pns system. As it is unknown which lead is attributed to the event, both suspected lots are being reported. It was reported the patient experienced loss of stimulation on his right side. Reprogramming attempts were unsuccessful in resolving the issue. An impedance check exhibited normal values. X-rays indicated one of the leads' had pulled out of the ipg header. Surgical intervention is planned as the next course of action.